Manufacturer narrative:
(B) (4): this is capital equipment and was evaluated at customer site. Per the engineer evaluating the unit, the damaged component needs to be grinded down or replaced. Results: sterrad 100s top shelf.

Manufacturer narrative:
Asp investigation summary: the investigation included device history review, service and complaint history, trending by product line and system serial number and system hazard and user misuse analysis a review of the DHR (device history review) for this sterrad 100s sterilizer shows the system met all specifications at the time of release for shipment and there were no issues for this failure mode. The service and complaint history for this sterrad 100s sterilizer were reviewed. This unit does not have a trend of cosmetic issue and sterility claim failures six months prior to this event. There is not a significant trend of cosmetic issue complaints on the sterrad 100s product line from (B)(4) 2009 through (B)(4) 2010. There is not a significant trend of sterility claim complaints on the sterrad 100s product line from (B)(4) 2009 through (B)(4) 2010. The shuma (system hazard and user misuse analysis) was reviewed for sterility claim. The shuma's adjusted risk was considered "as low as reasonably practicable" (alarp). The customer reported that the metal burrs in the top shelf of a sterrad 100s created small pin holes in the sterilization wrap, thus compromising sterility. It was reported that the unit was a new sterilizer and the customer felt that the damage occurred during manufacturing of the shelf. The instruments/devices processed in the sterilizer, assumed to be non-sterile, were used on patients. Asp will monitor and trend for this issue.

Event description:
A report was received from the affiliate indicating that the top shelf of a sterrad 100s has metal burrs on it which is impacting on the sterilization wrap and making small pin holes, therefore, compromising sterility. The instruments/devices assumed as non-sterile after processing in this unit were used in pts. To date, there have been no reports of infections or serious injuries to pts or healthcare workers associated to these instruments/devices. The affiliate indicated that this is a new unit and, therefore, the damage reported might have occurred during the mfg process of the shelf. The facility attempted to photograph the damage, however, the nicks are very small, however, able to penetrate the kimguard sterilization wraps. The unit remains in use.